Manufacturer narrative:
The consumer most likely used the prod off-label by putting pressure on the patch for an extended period of time (the consumer wore the prod on her lower back while driving a long distance). Since this is a disposable single-use device, the patch is unavailble for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the fds's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.

Event description:
The consumer reported, using the prod for an unspecified amount of time on her lower back. When the patch was removed, the consumer described skin removal which resulted in redness and open sores in the area worn. The consumer's daughter treated the area with gauze bandages.